Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The separation was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficult to position was unable to be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar incidents reported for this lot. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a stenosed arterio-veinous (av) fistula. A 014 balance middleweight (bmw) hydro guide wire was advanced; however, resistance was met with the patient anatomy. An attempt was made to advance an unspecified stent over the guide wire; however, resistance was met and the guide wire tip was noted to be separated. Therefore, the guide wire was simply removed from the patients anatomy. The separated portion of the tip was attempted to be retrieved with a lasso; however, was unsuccessful. Reportedly, the tip was removed by surgical procedure, the av fistula was dilated and the patient is in good condition. There was no adverse patient sequelae; however, there was a clinically significant delay in the procedure since surgery was required to remove the separated tip from the patient anatomy. The patient was discharged on april 10, 2015. No additional information was provided.